Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead displayed a high amount of short v-v- intervals/sensing integrity counter (sic). Follow up was conducted and it was verified that no reprogramming was completed at this time. The lead remains in use. No patient complications have been reported as a result of this event.